Event description:
It was reported that the implantable cardioverter defibrillator was suspected for premature battery depletion. The device was explanted and replaced. The device dependent patient was stable throughout the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri (at eri or eol) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.